Event description:
It was reported that using a radial artery access approach during a procedure of the moderately tortuous, concentric, moderately calcified, 90% stenosed, de novo, proximal left anterior descending artery (lad) the guide wire crossed the lesion and a 3.25 x 15 mm nc trek balloon dilatation catheter (bdc) met resistance during advancing but failed to cross the lesion. The bdc was removed from the anatomy and the tip was found to be jagged. The device was changed to a 3.25 x 15 mm non-abbott bdc and predilatation was performed. The procedure was completed after a 3.0 x 38 mm non-abbott stent was implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough hc; guide cath: launcher. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances (ncmr) that would have caused or contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.